Manufacturer narrative:
H6. Evaluation codes: updated. At the time of this investigation the physical device was not received at the investigation site. Four photos were included for evaluation. According to the photos received, no issues were observed in the suction line. The complaint could not be confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
D9: 11/13/2024. H6: updated. H3: one sample was received. Sample was visually inspected and it was found that the part arrived without reported cuff and necessary assembly. The customer reported complaint was able to be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when a hemostatic balloon catheter was inserted into the suction line above the cuff, it was confirmed that the catheter had poor suction at the top of the cuff. This occurred during infusion at the facility. There was patient involvement, and no patient harm/adverse event reported.